Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. The tear is axially aligned with the tip cover and measures from 0.155¿ in length. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a tear was found in the monopolar curved scissors (mcs) tip cover accessory. The procedure was completed with a backup, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: both the clear area and gray area were damaged. No arcing was noticed. Mcs tip cover accessory appeared to be properly installed during the surgical procedure. The orange surface was not visible after the mcs tip cover accessory was installed. The installation tool was used. Electrolube or any other lubricant was not applied to the mcs instrument prior to the tip cover installation.